Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 4:00 pm with blood glucose over 584 mg/dl. Customer cannot recall their blood glucose reading. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of diabetic ketoacidosis. Customer was feeling nausea and fainted. Customer was treated with insulin pump. High blood glucose reading on (B)(6) 2017. Customer current blood glucose was 165 mg/dl. Customer blood glucose at the time of the incident was 584 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name was west river health service. Infusion set was changed on (B)(6) 2017. Customer did not complete the troubleshooting. Products will not be returning for analysis.